Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2011, the patient was pre-operatively diagnosed with intractable radiculopathy with instability, stenosis and radiculopathy epidural lipomatosis and underwent the following procedures, decompressive laminectomy, l3-s1. Bilateral mesial facetectomy and bilateral foraminotomy for residual lateral recess stenosis after decompressive laminectomy performed at l3-s1. Harvesting of non structural autograft. Intraoperative fluoroscopy 45 minutes. Posterolateral fusion with autologous bone, l3-l4, l4-l5, l5-s1. On-q pump placement x2. Active and spontaneous nerve root monitoring. A 22 modifier expressing 30 % extra work given the patient¿s body habitus. Removal of epidural lipomatosis. As per op-notes, ¿..we then decorticated the lateral facet joints and transverse processes of l3, l4, l5 and sacrum. Autologous bone was placed in and supplemented with allograft bone and a small amount of rhbmp-2..¿ patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.